Manufacturer narrative:
(B)(4). The issue is unknown. No device code can describe the issue.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported an unknown sensor issue. The sensor was inserted on (B)(6) 2018. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.